Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon reported that a pt needed a blood transfusion postoperatively due to bleeding at the stomach staple line. Hematoma on CT scan+b55.